Event description:
Customer reports an x-ray tube was arcing. There was a cut in the outer sheath of the power cord and the c-rotation brake assembly not holding properly. These are ongoing problems with no adverse patient involvement.

Manufacturer narrative:
The service rep is currently waiting for parts to fix the unit.